Event description:
Received notice from guidant that the intermedics micron had early battery depletion when the voltage dropped to 5.3v. Pt's battery was at 5.3v, so a change out was completed. Pt's device was changed to a dual chamber ICD from cpi. No further problems.